Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant of a new ICD, it was difficult to get acceptable sensing values. Physician elected to revise the lead. After the lead was disconnected the physician noted there was blood visible in the connector pin and between the pace/sense ring and rv coil ring. The lead was replaced.